Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. In addition, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure). Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.